Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient¿s driveline infection could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established. The account reported that during an outpatient visit on (B)(6) 2020, the patient had a reddened, bloody, secreting, and blistering driveline exit site. The patient was given antibiotics and local cold plasma therapy, and frequent dressing changes were done. On (B)(6) 2020, the patient was seen again as an outpatient, and it was noted that there was little secretion and no redness at the exit site. A smear test revealed ongoing germs of staphylococcus epidermidis. The event reportedly resolved with sequela on (B)(6) 2021. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further events have been reported at this time. The hm3 lvas IFU lists bleeding and infection as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This document also lists infection as a potential late postimplant complication. The IFU provides information regarding the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications in the event that there is a risk of bleeding. Additionally, the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 17may2016. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was in an outpatient visit with a reddened, bloody, secreting, and blistering driveline exit site. The patient was given antibiotic treatment and local cold plasma therapy. A follow up outpatient visit in (B)(6) 2020 noted little secreting and no reddened driveline exit site. There was ongoing staphylococcus epidermidis on a smear test. The patient had changes to medication and frequent dressing changes. On (B)(6) 2020 he infection was considered a persistent disability that was not resolved at the time of study completion.